Event description:
It was reported that an ilet pump with serial number (B)(6) did not charge despite being left on the charger for hours, with a solid green light displayed, and the pump had previously shut down multiple times due to battery depletion; the issue involved premature battery discharge and was associated with the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge localized to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.